Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 495 mg/dl and insulin injections were administered to address the bg level. The contact thought that the infusion set was a possible cause of the high bg; however, the cannula had not been removed for inspection. Upon follow-up, the bg level had decreased to 462. The ketone level was small. The customer had consumed a meal and a bolus via the pump along with insulin injections were administered. Due to the dual correction, the customer was disconnected from the pump. The contact has a treatment plan if a low bg was experienced due to the dual correction. Although multiple attempts were made to confirm if the bg level had stabilized, the contact did not reply to the requests. No additional information was received.